Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ''system error 107'' which was not reproduced. ''System error 107'' was verified through a review of the event history log and found to be caused by six of six severed cheese heads and a loose motor. The motor assembly was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 107 (pic cam error) alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.